Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they received a replacement insulin pump and its continuously alarming no delivery. Customer's blood glucose was 220 mg/dl. Customer had received the device then they went to their doctor's office to set it up, it immediately alarmed no delivery. Customer believed the syringe was too full and rewound it and used another reservoir. However, since then the device had alarmed no delivery 10 times. Customer then changed the site and the reservoir both from different boxes. Troubleshooting was performed. Customer was advised to perform a fixed prime, insulin did not exit and it alarmed no delivery. Customer was advised to run a manual primed on the insulin pump without a reservoir, when the piston reached the end it alarmed no reservoir. Customer was then advised to manual push insulin using a plunger on the reservoir and insulin did exit the tubing. Customer then performed a manual prime and the insulin exited. Customer was advised the alarm was caused by